Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of an infection in the catheter, patient tried to reconnect herself while fluid was coming out, twice, and peritonitis with culture positive for fungal in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The nurse stated that the cause of the peritonitis was that the patient tried to reconnect herself twice while fluid was coming out. The consumer stated that the cause of the peritonitis was an infection in the catheter. Treatment was not reported. At the time of this report, the patient was recovering from the fungal peritonitis. The outcome of the infection in the catheter and patient tried to reconnect herself while fluid was coming out, twice was not reported. On an unreported date, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies had been withdrawn. The nurse stated that the peritonitis with culture positive for fungal was unrelated to dianeal therapies. The nurse did not comment on or confirm the infection in the catheter and the patient tried to reconnect herself while fluid was coming out, twice reported by the consumer and an opinion of causality was not provided.

Manufacturer narrative:
(B)(4). On (B)(6) 2011 product surveillance received a call from the peritoneal dialysis nurse for this patient. Nurse stated that patient was sleeping during therapy and woke up to find that she was leaking fluid. The patient reconnected the catheter. There was no connection issue with the transfer set. The nurse states it was an issue with the catheter. She said the patient had a cruz catheter. The catheter has been removed and patient is temporarily on hemodialysis until she is healed up. No further information was given at this time. No further investigation will be conducted as this event involved a non-baxter product.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.